Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA (B)(4). On 20-dec-2015, an fse was dispatched to the customer facility to address the reported event. Fse found that the lens of the detector was dirty and cleaned it. The wash heater is at approximately 41.2c and the table is at approximately 38.4c. The fse adjusted the wash to 39.0c and table to 37.1c. Fse ran a background with good results; ran a precision on #e2 lot# 72 and 3 levels of mac control material lot# c604. The customer ran quality controls (qc) in which all results were within acceptable range and verified that the analyzer was functioning correctly. The aia-600ii analyzer was functioning as intended. No further action required by field service. The probable cause of the event was an out-of-specification wash heater.

Event description:
On (B)(6) 2015 a customer reported there were no pattern controls up and down for all assays with their aia-600ii analyzer. The customer is unable to run fsh, prl and prog patient samples. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting fsh, prl and prog patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.